Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with post paced t-wave oversensing (pptwos) on their implantable cardioverter defibrillator (ICD). Programming changes were made to address this issue. No further transmission regarding this issue was received after the changes were made. The patient was stable.